Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms, including confirmed cartridge alarm 30, which did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed warranty and software status, provided storage and return instructions for problematic pump, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.